Event description:
It was reported when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer was unable to verify the problem with the drawer, but a reboot resolved the issue. During inspection, the barcode scanner cable was found to have physical damage, causing the scanner to read improperly. The barcode scanner was replaced and restored proper functionality. The system functioned as intended after the field service engineer repaired the device.